Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer reported that she has been running 200-400 mg/dl blood glucose lately. The customer reported the plunger isn't coming out. Customer states they are unable to remove the plunger rod. Advised customer to use another reservoir. Advised will send out replacement reservoir. The device will be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is november 12, 2017.